Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with test results from results obtained of 214, 225, 234 and 260 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2017. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/21/2018 and open vial date is 11/07/2017. The meter memory was reviewed for previous test result history: result 1 :214 mg/dl date:(B)(6) time:6:22 pm fasting. Result 2 :225 mg/dl date:(B)(6) time:6:13 pm fasting. Result 3 :234 mg/dl date:(B)(6) time 6:09 pm fasting. Result 4 :260 mg/dl date:(B)(6) time:12:42 pm fasting. Customer states that results are higher than normal